Event description:
Freestyle libre2 sensor failure. Installed new sensor according to directions but it kept giving me "scan error" and after multiple tries gave me "sensor failure. Remove and replace with a new one." Have only used the freestyle libre2 system for 2 months. Not confident now that it is not reliable or accurate. FDA safety report ID (B)(4).